Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, it was reported that the 8mm harmonic ace had some of the white part of the tip missing which was discovered immediately upon entering. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. Damage was observed on the teflon pad. The teflon pad is not firmly attached. No material was detached or missing from the device. No fragment fell. Instrument was available for return.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint "some of the white part of the tip was missing". The clamp arm was found to have partially dislodgement of the teflon pad at the tip. The component is damaged and there may be missing material, but the size of the missing pieces cannot be confirmed. Components adjacent to this teflon pad do not show damage. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.